Event description:
Per report, "item shut down and will not read." Customer called in requesting she needs test strips and solution for her glucose monitor to be able to use it.

Manufacturer narrative:
Per report, "item shut down and will not read." Customer called in requesting she needs test strips and solution for her glucose monitor to be able to use it. Due diligence has been completed. Despite good faith efforts to obtain additional information, the customer contact was unable or unwilling to provide further incident details to the manufacturer. No medical intervention, serious injury, or follow-up care has been reported.